Event description:
It was reported that 6 days following a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. The physician treated a lesion in the left circumflex artery with a 2.25x16mm taxus express2 drug eluting stent. The patient was reported in good condition following the procedure. The patient presented 6 days later with unstable angina, myocardial infarction and myocardial ischemia. The paitent was found to have stent thrombosis angioplasty was performed and the patient was reported in good condition following the procedure. Medications: pre-procedure: plavix. Post procedure: plavix.